Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 694965 right ventricular (rv) lead was originally reported on (B)(6) 2014 via alternative summary reporting for elevated pacing impedance, see report # (B)(4). Product event summary: the distal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 419388 implantable pacing lead, (B)(6) 2005; 5076-52 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that during the extraction procedure, the helix on the right ventricular (rv) lead could not be fully retracted. Upon removal of the rv lead, some of the intima of the vein had been removed with the lead. It was also reported that the left ventricular (lv) lead had an insulation break and was coming apart with manipulation. The lv lead was explanted and replaced. During the lv lead replacement, two leads were attempted; however, there were high thresholds and diaphragmatic stimulation. The physician was concerned about the stability of the leads. The leads were not implanted and a different lead was used. No patient complications have been reported as a result of this event.